Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis revealed outer insulation abrasion from the connector, exposing the rv and svc cables. One cable of the svc had insulation abrasion. The lea ad abrasion is consistent with that produced by friction with the ICD can.